Event description:
(B)(4). Initial information received from a physician via a sales representative on 08-sep-2009: a female patient of an unk age, who works at the physician's office, was treated with a poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injection on an unspecified date for an unspecified indication. Then on an unspecified date, the patient presented with bumps. Concomitant medications and medical history were not provided. No further relevant information reported.